Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Super cap post error and invalid syringe size error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be that the super cap on main board does not operate as intended with low profile and black panasonic cap. Actions were taken to mitigate the reported issue: replaced main board, size pot, and cases.

Event description:
It was reported that the device was presenting with super-cap error and not recognizing syringe. No patient injury was reported.